Event description:
It was reported that while the ventilator was connected to a pt, three technical error codes indicating monitoring printed circuit board communication failures with the control printed circuit board, panel printed circuit board and expiratory channel printed circuit board were generated. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).